Manufacturer narrative:
(B)(4). Patient age estimated. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for shaft separations from this lot. Based on the reviewed information, no product deficiency was identified. The other xience xpedition referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that during a procedure of the ostial left anterior descending coronary artery (lad), accessed through a 6f guide catheter in the wrist, two side by side 2.75 x 23 mm xience xpedition stent delivery systems (sds) were being advanced when the shafts separated into two pieces. A kelly clamp was used to grab the broken shafts and retrieve the devices. A 2.5 x 23 mm unspecified stent with rotoglide lubricant were used to advance the stent system through the guide catheter. The stent was implanted with an excellent final outcome. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.